Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report was received from the USA stating that the device did not activate the drill. It is known that this event did not occur during surgery. However, it is unknown if there was user or pt injury or medical intervention. No additional information was available.